Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. FDA registration number reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
End user reports unknown qty unknown mus, unknown lots in past 2-3 months, coude tip not aligned with notch. No photo available. End user reports he may have had possible light bleeding he relayed with use of ones with this reported defect would have stopped quickly without intervention.